Event description:
Procedure type: lap appendectomy. Patient gender: unknown. According to the reporter: after inflating with 10 cc air, the balloon broke. There was no report of pieces falling into the cavity or impacting the patient. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No patient injury was reported.

Manufacturer narrative:
(B) (4)